Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) loss of conscious for some minutes [hyperglycaemic unconsciousness]. Blood glucose on daily basis that ranges from 400-500 mg /dl [hyperglycaemia]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "loss of conscious for some minutes" and "blood glucose on daily basis that ranges from 400-500 mg /dl" both beginning in (B)(6) 2015, and concerned a (B)(6) female patient who was treated with mixtard 30 hm penfill (dual acting insulin human) and used novopen 4 (insulin delivery device) both from (B)(6) 2015 due to diabetes mellitus. (B)(6). Medical histories include diabetes mellitus (from 20 years and type unknown), cellulitis in both legs and petechial haemorrhage (06 years ago). Pre-treatment drug included mixtard 30 vial and oral anti-hypoglycemic (product name unknown). Concomitant products included cidophage (metformin hydrochloride) (started 12 years ago 500 mg 3 times a day), neurotop (carbamazepine), vincamine (vincamine), trental 400 sr (pentoxifylline), trivastal (piribedil) and thiotacid (thioctic acid). Non-codable concomitant product included treptazol. With the treatment with mixtard 30 vial, the blood glucose level was controlled till last (B)(6) 2015 as the patient was travelling and thus her doctor shifted her to use novopen 4 with mixtard 30 penfill with the same doses. Once the patient started using novopen 4 with mixtard 30 penfill, the patient complained that her blood glucose was uncontrolled . Three days after starting using the products (2 times a day), the patient experienced dizziness, generalized fatigue, loss of conscious for some minutes and generalized body pain. The patient measured her blood glucose on daily basis that ranges from 400-500 mg /dl. It was reported, that the patient correctly injected it subcutaneously and changed the needle frequently. The patient stopped using the pen and started again to use the same type of insulin using syringe (mixtard 30 vial) and now her blood glucose was controlled. Action taken to mixtard 30 hm penfill and novopen 4 was reported as product discontinued due to reported events. In (B)(6) 2015, the overall outcome for all the events was recovered. This case was re-classified from non-serious to serious on (B)(6) 2016 due to event "loss of conscious" which was upgraded as medically significant event.

Event description:
Case description: investigation results mixtard 30 hm penfill - batch (B)(4): the product was not returned for examination. A batch trend report was created. Nothing abnormal was found. Novopen 4 - batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following information: investigation result added. Manufacturer's final comment added. Narrative and relevant fields updated accordingly. Manufacturer's final comment: on 17-mar-2016: as the novopen4 has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of the pen is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in (B)(4). Continued: evaluation summary. Novopen 4 - batch unknown. No investigation was possible, because neither sample nor batch number was available.